Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power energy was below expectation for the external pulse generator (epg). The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the power energy was below expectation. Cap of the battery drawer was broken off and the upper case was broken. An incoming test was performed and passed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.